Event description:
Per the clinic, the device was explanted under general anesthetic on (B)(6) 2023 due to an infection at the implant site. A drain was placed extending through the inferior aspect of the incision during the same surgery.

Manufacturer narrative:
This report is submitted on august 30, 2023.

Manufacturer narrative:
Correction: the correct date of awareness is august 07, 2023; not august 10, 2023 as previously reported. This report is submitted on september 01, 2023.

Manufacturer narrative:
Per the clinic, the patient underwent an antibiotic flush of the infected site on (B)(6) 2023. This report is submitted on september 25, 2023.